Event description:
On (B)(6) 2014, it was reported that the patient had experienced elevated blood glucose levels as high as 520 mg/dl over the past two days. She increased her basal rate, but her blood glucose levels remained elevated. The patient thinks the pump does not deliver an accurate amount of insulin. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).